Event description:
During a liver transplant fogarty clamp was placed on the portal vein. Surgeon noticed bleeding around the clamped portal vein. Clamp was slipping so a second clamp was applied, with blood leakage noted to be still coming from the portal vein, despite the application of the second clamp. A third clamp was placed to control bleeding. It was noticed that the fogarty insert soft pads were separating from the firm pads.device #1is this a laboratory device or laboratory test?no.